Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 1 hour. Customer uses a global system for mobile phone (gsm). Reportedly, the pump and transmitter regained connection after customer distanced gsm phone from pump and transmitter. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.